Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that during the implantation of an intraocular lens (iol) the patient's capsular bag tore. Follow up with the surgeon revealed that the cataract was very dense. The iol was implanted in the capsular bag but the bag was weak due to the cataract and tore. The surgeon placed a capsular tension ring but not an intraocular lens. The surgeon plans on placing a scleral lens at a later date.

Manufacturer narrative:
The returned sample was inspected at 10x microscope magnification which is the normal inspection magnification. Visual inspection revealed that the lens had a few surface residuals (small white particles)adhered to the optic body compatible with handling the lens out of a sterile environment. The lens condition is consistent with a lens that has been inserted and removed from the eye. No other cosmetic conditions were observed in the sample returned. The review of the documentation and testing presented in the manufacturing record revealed all process operations presented in the manufacturing record from generation to boxing were in compliance with the manufacturing specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.